Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began on (B)(6) 2017, between 06:30am and 07:00am when he obtained a result of ¿110mg/dl¿ on the subject meter. The patient manages his diabetes with lantus insulin and administered ¿63 units¿ of lantus on (B)(6) 2017 between 06:30am and 07:00am, in response to the alleged result. The patient reported that 20 minutes after the alleged issue occurred, he developed a symptom of ¿sweating severely¿ and was taken to the emergency room (ER) by an ambulance. When in the ER the patient had his blood glucose tested, which gave a result of ¿48mg/dl¿ and he was treated with IV glucose. The patient reported that on (B)(6) 2017 he obtained results of ¿100 and 120mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference in these results does not exceed lfs criteria for precision. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.